Manufacturer narrative:
(B)(4). Advanced bionics considers the investigation into this reportable event as closed. The recipient's symptoms have reportedly resolved. The recipient remains implanted. This is the final report.

Event description:
The recipient reportedly experienced swelling and drainage at the implant site. The recipient's surgeon reported that no symptoms were observed during examination, however, the recipient was prescribed augmentin for 10 days and topical medihoney for a few weeks.